Manufacturer narrative:
The guidewire was returned for evaluation. Visual and microscope inspection were performed. It was observed that it was bent at distal tip. The coating was peeled at proximal tip section. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 21oct2024. A v-18 control wire was returned with no reported issues. However, device analysis revealed that the device was bent at distal tip, and the coating was peeled at proximal tip section.